Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the customer reported programming error occurring in anesthesia mode was not confirmed. However, a programming error was observed in non-anesthesia mode. ¿ the customer reported the incident date as 22 february 2024, however no time was reported. Using the provided information a limited summary of the incident infusion was performed and is listed below. O on 22 february 2024 at 11:28 am, an infusion of dexmedetomidine drip with a dose of 105mcg/kg/h (118.1ml/h) was observed to be started after the user selected yes to the guardrails alert ¿dose of 105mcg/kg/h exceeds guardrails limit of 2mcg/kg/h. Proceed?¿. O the infusion continued at this rate for approximately fourteen (14) minutes before the dose was changed to 1mcg/kg/h. ¿ the customer provided information was used and the following observations were made. O the system was not in anesthesia mode at the time of the incident, since the incident drug did not start with the noted ¿a-¿at the start of the drug name o (a-dexmedetomidine). O the syringe module was programmed as a dexmedetomidine drip. O the data set was evaluated using guardrails editor v12.1.2 and it was determined that the dataset did not contain hard max limit in non-anesthesia mode for dexmedetomidine drip infusion. O using guardrails editor v12.1.2 the provided data set was updated to include a hard max limit of 2.5mcg/kg/h to the dexmedetomidine drip. After a hard max limit was set to the non-anesthesia version of the drug (dexmedetomidine drip), the expected hard limit alert was observed. ¿ infusing with the system set to anesthesia mode enabled confirmed that there was no hard limits. ¿ no testing or inspection was able to be performed due to no devices being returned for investigation. H3 other text : no devices received, log review only.

Event description:
It was reported that a programming error by "anesthesiologist" where precedex 1.5mcg/kg/hr. Was programmed as 105mcg/kg/hr." And the infusion reportedly ran at this rate for "several minutes." As a result, the patient had hypotension and bradycardia. The patient received fluid boluses (x2) and the reportedly "became stable." Due to the event, the customer is requesting the manufacturer to have hard guardrails¿ limits while the device is in anesthesia mode. A hard limit is a programmed limit that cannot be overridden. Currently, hard guardrails¿ limits are re-established when anesthesia mode is disabled, both for existing infusions and new infusions.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a programming error by "anesthesiologist" where precedex 1.5mcg/kg/hr. Was programmed as 105mcg/kg/hr." And the infusion reportedly ran at this rate for "several minutes." As a result, the patient had hypotension and bradycardia. The patient received fluid boluses (x2) and the reportedly "became stable." Due to the event, the customer is requesting the manufacturer to have hard guardrails¿ limits while the device is in anesthesia mode. A hard limit is a programmed limit that cannot be overridden. Currently, hard guardrails¿ limits are re-established when anesthesia mode is disabled, both for existing infusions and new infusions.